Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err red alert "!" Hwbat. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot. The receiver case was opened for an internal visual inspection and it passed. The receiver log was reviewed with hardware errors observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.